Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a highly stenosed and heavily calcified long lesion in the proximal left anterior descending (lad). Pre-dilatation was performed with an non-abbott balloon and a 3.50x38mm xience sierra was advanced. It was noted there was resistance during advancement with anatomy and physician decided to remove the stent delivery system (sds) to perform another dilatation to be able to reach the lesion. During removal there was resistance with anatomy and the stent dislodged from the balloon in the left main, only the sds was removed. A lasso method was used to retrieve the stent from the anatomy and the stent was noted to be smashed/crushed together. Two non-abbott stents were implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Only the stent implant was returned for analysis. The reported device dislodged/dislocated and the reported material deformation were able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.